Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a loss of suction during lasik flap creation. The surgery was completed with a new patient interface. Additional information received indicated there was no patient harm.

Manufacturer narrative:
A logfile review for the day of treatment shows the reported vacuum problem with the patient interface could not be confirmed. The patient interface was used to perform surgery, but no warning or error message regarding vacuum issue occurred. No technical root cause was identified according to logfile review result. (B)(4).